Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of the tip premature deployment.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used during a endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2024. During the procedure, the tip of the basket fell off during stone removal. The procedure was completed with another trapezoid rx device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used during a endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2024. During the procedure, the tip of the basket fell off during stone removal. The procedure was completed with another trapezoid rx device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
H6: imdrf device code a150103 captures the reportable event of the tip premature deployment. H11: investigation results: the returned trapezoid rx was received for analysis. Visual examination revealed that the guide side care rx was push back 2 mm, the tip of the basket was detached and did not return. The investigation finding of side car rx pushed back was likely due to amount of force applied to the thumb ring from the handle when trying to destroy the stone. With excessive force, the working length tends to retract itself, pushing back the side car rx. Additionally, it was reported that the tip fell off during stone removal. However, this is how the device is intended to work if the stone cannot be crushed. It's most likely that the hardness of the stone didn't allow the basket to destroy it, and the device deployed the tip to release the stone safely. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected.